Manufacturer narrative:
The devices were not removed from the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted in this patient and related to this event: pcc141400, pca280300.

Event description:
In 2003 this patient was implanted with a gore excluder aaa endoprosthesis. The patient had been followed regularly, and aneurysm enlargement from approximately 6 cm to 8 cm had been identified over time with no reports of endoleak. In 2007 the patient presented to the emergency room with severe back pain. Computed tomography scans identified contained aneurysm rupture. Immediately a reintervention was performed to place a zenith renu aaa ancillary graft from cook inc. The physician also performed an aortouniiliac and subsequent femorofemoral crossover procedure. Patient is currently doing well.